Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: during testing, the display was found to be dim and faded. Unrelated to the complaint, evaluation revealed that the pump clip was broken on the back of the pump and was not able to be removed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and faded. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.